Event description:
It was reported that the patient experienced a thrombus. The patient received successful thrombolytic treatment. The ventricular assist device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: additional codes a supplemental report is being submitted for additional information and corrections. A2 age at event corrected from 42 years to 41 years. B2 outcome attributed to adverse event corrected from intervention required, hospitalization to intervention required. B5 description of event problem corrected from 'it was reported that patient presented to the hospital with a suspected thrombus. Thrombolytic treatment was performed. The device remains implanted. No further patient complications have been reported as a result of this event.' To 'it was reported that the patient experienced a thrombus. The patient received successful thrombolytic treatment. The ventricular assist device remains in use. No further patient complications have been reported as a result of this event.' E1 street 1 corrected from (B)(6) , city corrected from (B)(6) , fax number corrected to (B)(6) and phone number corrected from (B)(6) . G2 report source corrected from foreign, health professional, company representative to foreign, health representative, distributor/importer. H4 device manufacture date corrected from 2018-06-30 to 2018-06-28. Additional codes corrected from f08, f12, f23, f2303 to f12, f2303. Newly received information indicated that the thrombolytic treatment was successful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis was not performed since log files weren¿t available for analysis. Information provided by the site indicated that the patient presented to the hospital with a thrombus. Thrombolytic treatment was successfully performed. The reported thrombus event could not be confirmed due to insufficient information. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of a thrombus event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the hospital with a suspected thrombus. Thrombolytic treatment was performed. The device remains implanted. No further patient complications have been reported as a result of this event.